Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a puncture hole in the insulation in the tip region of the lead. This type of damage is consistent with a back-loaded guidewire escaping the lumen. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The reported insulation damage is the result of the lead damage observed by the laboratory.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to lead conductor fracture and insulation damage. Upon implant, this lv lead was placed over the guidewire, when the guidewire punctured the lead conductor and damaged the insulation. A new lv lead was successfully placed, and the attempted lv lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.